Event description:
It is alleged that the patient received an unknown cook inferior vena cava (ivc) filter on (B)(6) 2012 via right common femoral vein due to deep vein thrombosis (dvt). 23aug2018, per computed tomography (CT) report: "the visualized inferior vena cava appears to be standard configuration. There is no evidence of a duplicated inferior vena cava. There is an inferior vena cava filter in place. The tip of the filter extends approximately 1.5 cm above the lowest renal vein (right renal vein) and approxh1ately 7 mm above the left renal vein. There is anterior tilt of the filter by approximately 6.5 degrees. While there is no significant horizontal tilt of the filter, due to tortuosity of the inferior vena cava, the tip of the filter is closely apposed to the anteromedial wall of the cava with suspicion of implantation within the caval wall. The filter struts are intact there is no evidence strut fracture, displacement, or bending. There is migration all 4 of dominant struts through the cava wall. The anterior strut (12 o'clock position) has migrated through the wall by approximately 6 mm, the strut is inseparable from a branch of the superior mesenteric vein, as well as the pancreatic uncinate process. The medial most strut (3 o'clock position) has migrated through the wall by approximately 6 mm and is nearly inseparable from the adjacent aortic wall. The posterior-most strut (6 o'clock position} has migrated through the wall by approximately 2-3 mm. The lateral strut (9 o'clock position) has migrated through the wall by approximately 1 mm). While evaluation of the inferior vena cava is limited without the benefit of intravenous contrast, there is no evidence of caval stenosis." "Impression: inferior vena cava evaluation as above. High suspicion of imbedded tip along the anteromedial wall of the cava. There is perforation of the 4 dominant filter struts with the anterior most strut closely associated with a superior mesenteric vein branch, as well as the pancreatic uncinate process and the medial strut closely associated with the aorta."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional investigation investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, embedded, migration, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). UDI related data quality updates only. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). William cook europe has been unable to submit reports due to issues with receiving new ssl certificates for esg as2 trading partners from the esg help desk. This issue was discovered over the weekend of 25nov2023. Cook has been in communication with the FDA regarding this issue and was provided the needed security certificate on 04dec2023. Per (B)(4), questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: "¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational." An email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.